Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fold wear in cylinder bodies. Cylinder 1 had a leak in the cylinder body attributed to wear at fold; a hole was present at corner of a fold. Cylinder 1 was not functional test due to leak was identified. Cylinder 2 had a hole, (at corner of a fold) in the outer tube attributed to wear at fold; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 was functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was not getting maximum rigidity with his inflatable penile prosthesis (ipp). It was determined that his current device was oversized, and therefore the patient was not able to get maximum rigidity. All components were removed and replaced with the right size cylinders and rear tip extenders. The patient had a good outcome with maximum rigidity during intraoperative inflation.

Event description:
It was reported that the patient was not getting maximum rigidity with his inflatable penile prosthesis (ipp). It was determined that his current device was oversized, and therefore the patient was not able to get maximum rigidity. All components were removed and replaced with the right size cylinders and rear tip extenders. The patient had a good outcome with maximum rigidity during intraoperative inflation.